Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a 4.5" (11 cm) appx 0.53 ml, smallbore quadfuse ext set w/4 microclave® clear, 4 clamps (red, yellow, white, blue), rotating luer where the customer reported that they had an issue of clave stick-down. The 3 of the 4 microclaves were noted to stuck down with forward flow through each arm stopped. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
Investigation summary received one (1) used mc330087 smallbore quadfuse ext set w/4 microclaves for inspection. As received, three (3) of the four (4) microclaves were stuck down. Each microclave was accessed with a syringe and fluid was infused. There were no restrictions in flow and each of the microclave seals rebounded after disconnection. Each of the stuck down microclaves were disassembled and the spike tips were found to have insufficient lubricant. The reported complaint of a stickdown can be confirmed on the mc330087. The probable cause is due to insufficient lubricant applied during assembly in salt lake city. A device history review for the lot # and relevant commodities were reviewed and no relevant non-conformities were found that would have led to the reported complaint.